Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal came out and had a lot of bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected h-6 - device codes . Corrected h-6 from "fitting problem" to "failure to unfold or unwrap. Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw (B)(4). A photographic inspection was conducted. A photo of the product information with the lot number and the delivery device inside the loading device with blood covering both devices, the aortic cutter inside the plastic tray. The device was returned to the factory with the cutter on 12mar2020 for evaluation and investigated on 02apr2020. A visual inspection was conducted. The delivery device was returned inside of the loading device. The safety lock on the cutter was engaged and the actuation button was not fully depressed inside the tool. Signs of clinical use and heavy amounts of blood was observed on the loading device and delivery device. The blue slide lock was dis-engaged and the plunger was completely depressed. Seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for any defects on the seal. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. There seal was not returned for evaluation therefore, the reported failure "leak" could not be confirmed.